Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04548. It was reported that the right ventricular lead exhibited unstable capture threshold, low r-wave sensing, low impedance, and noise with noise reversions. Fluoroscopy revealed that both atrial and right ventricular leads exhibited evidence of fracture. Both leads were explanted and replaced successfully. Patient was stable.